Event description:
Retractable needle syringe retracted after injection but before medication was administered. The patient was not injured and it was determined by medical staff and patient consent that it was safe to re-administer the vaccine with a new syringe and needle. 3ml 25g x 1" vanish point syringe ref: 10391, lot: a925a 2025-05-28. FDA safety report ID#: (B)(4).